Event description:
A consumer reported experiencing red eyes, burning, sensitivity to light and the feeling that something was in his eyes all the time. He went to his doctor and was told he had a staph infection in his eye and was given a antibiotic to treat it. The consumer also reported experiencing a previous infection and was seen by a different doctor who treated him with a different antibiotic. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. Review of the complaint history showed no other complaint of this nature reported for this lot. Review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. Additional info was requested by mail on 7/29/2011 and 08/11/2011 and by phone on 08/11/2011 and 08/17/2011. (B)(4).